Manufacturer narrative:
This supplemental report was submitted to correct (d9) the availability of the device from the initial report and to provide the product receipt date.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to damage to the electrical contacts on the video connector board plug section and the scraping of the electrical contacts of the video connector part as well as the damage to the imaging unit and charged coupled device, image noise occurred, the screen became black and no image was displayed nor seen, however, sometimes the image would show. Additional evaluation findings were as follows: adhesive on bending cover section had a chip, due to damage on lock engagement lever, the bending section could not be fixed firmly, and due to damage on charged couple device unit, the image had white dots. The following parts had scratches: control unit, grip, switch 1, up/down plate, right/left plate, lock engagement lever, light guide cover glass, light guide connector, video connector and the video connector case. A review of the device history record found no deviations that could have caused or contributed to the reported/found issue(s). The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the no image issues could not be determined. Although the root cause cannot be conclusively identified, a likely mechanism causing the no image issues might be breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The following information is stated in the operation manual which may help to prevent the issue: the operation manual describes how to inspect for the subject events 1, 2, 3, and 4 in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the endoeye flex deflectable videoscope had a bad image. The issue was found during a therapeutic laparoscopic inguinal hernia repair procedure. The procedure was completed using the same device without delay. The device was inspected before use. Inspection and testing of the returned device found that noise occurs, the screen becomes black and the image could not be displayed nor was seen. There was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.